Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by acute myocardial infarction. During the index procedure an endeavor sprint drug eluting stent was implanted in the 1st obtuse marginal. Approximately 13 months post index procedure the patient suffered cerebral infarction and was treated with medication. The patient recovered. The investigator assessed that the event is remotely related to the study device, procedure and therapy.